Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 105 mg/dl. Customer did not have a cable at the time of call to perform troubleshooting with tandem customer technical support (cts) and would reset pump when cable was available. Cts follow-up with customer indicated that the pump was cleared successfully with no further issues.